Manufacturer narrative:
Correction: d4 - reported as: 00840311302062 correct to: (B)(6). 6b - reported as: left blank - correct to: 17-aug-2024 h6 - health effect - impact code (f) reported as: 4629 - correct to: 4627 claim# (B)(4).

Manufacturer narrative:
H6 - health effect clinical code 4581: significant reduction of irido-coneal angles, unreactive (fixed) pupil. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4). Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation.

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of irido-corneal angles, elevated iop 55mmhg without pupil block, and unreactive (fixed ) pupil. In a separate visit the lens was replaced with a replacement lens of shorter length. The problem was resolved. Cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.